Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hypoglycemia and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that dropped to 65 mg/dl. At home, the patient's bg values were at 375 mg/dl. For treatment, the patient was given soda and crackers. The patient was prescribed a glucagon kit, as well. The patient was dizzy and was sweating. It was reported that the patient mistakenly gave themselves 10 units of insulin, instead of 1 unit. The patient was discharged after 4 hours. No further details to report.